Event description:
Hypotension, tachycardia, nausea upon administration of heparin during photopheresis. Dose or amount: 10,000 usp units. Frequency: 1. Route: IV. Dates of use: 2008. Diagnosis or reason for use: anticoagulation for extracorporeal photopheresis. Event abated after use stopped or dose reduced? Yes.